Manufacturer narrative:
Concomitant medical products: (cn: 142-36-93; sn: (B)(4)) cocr femoral head 36 mm -3.5 offset 12/14, (cn: 164-01-10; sn: (B)(4)) element stem, collarless w/ha, standard offset, size 10, (cn: 180-11-56; sn: (B)(4)) novation crown cup collarless hl w/ha 56 mm, (cn: 120-65-25; sn: (B)(4)) bone screw 6.5 mm x 25 mm.

Event description:
As reported from (B)(6), a patient¿s initial right hip tha was in (B)(6) 2014. The surgeon noted poly wear and completed a revision of the right tha on (B)(6) 2020. Device will be returned for evaluation.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of prosthesis wear due to edge loading. (D11) concomitant device(s): (cn: (B)(4);sn: (B)(6), cocr femoral head 36mm -3.5 offset 12/14. (Cn: (B)(4);sn: (B)(6), element stem, collarless w/ha, standard offset, size 10. (Cn: (B)(4);sn: (B)(6), novation crown cup collarless hl w/ha 56mm. (Cn: (B)(4);sn: (B)(6), bone screw 6.5mm x 25mm.

Event description:
As reported from spain, a patient¿s initial right hip tha was in (B)(6) 2014. This 66 y/o male patient's surgeon noted poly wear and completed a revision of the right tha on (B)(6) 2020. Device will be returned for evaluation. The patient is "doing ok".